Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of ¿low battery¿ when the pump was powered on. Functional testing was unable to replicate the reported issue. The root cause could not be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device battery would run out quickly. There was unknown patient involvement and no patient harm reported.